Event description:
The patient suspected that the leads may be affecting her heart rate and reported stimulation in the wrong location. She reported that during an angioplasty/CT scan for her heart problems, they saw the wires arc and they stopped the CT scan. The patient stated the leads were "draped behind her heart". She also reported more headaches and stated that her health care professional felt they were because of the stimulator. The patient symptoms were located at the lead location and the paresthesia area. The patient was at home. Her status was reported to be "fair". The patient was encouraged to contact her health care professional. Additional information has been requested from the health care professional, a follow-up report will be sent if additional information becomes available.